Manufacturer narrative:
The cause of the reported issue could not be determined with the limited information provided. The provided log data contained no relevant information for the 15 minute timeframe of interest however logs for this product only contain data related to red alarm related events. The logs show clear indicators of red alarm occurring just after the stated 15 minute timeframe. It could not be confirmed what measurements were being taken in this timeframe and whether or not the individual measurement alarms were on of off at that time as these things are not captured in the device log files. The customer found the product otherwise performing properly after the incident.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a dnr patient expired and while the device was not reported to have been a factor in the death of the patient, there was a 15 minute timeframe whereby sp02 alarms were not being provided. A patient death occurred however the customer has not alleged that the device was a factor in the death; they have only requested information on why they did not receive sp02 alarms during a 15 minute interval when alarms were expected.